Event description:
It was reported that pump displayed malfunction code 16 and stopped working without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump into storage mode before return, and advised that customer would need to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.